Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the cartridge and syringe needle were changed to address the issue. There was no adverse impact to customer¿s blood glucose level..